Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported left side "local pain," "slightly hardened," "capsular contracture baker grade ii/iii," and the "implant is in retro-glandular situation, with rounded morphology and slight enhancement of the fibrous capsule of intra or peri-implant collections." Healthcare professional additionally reported non-device related events as follows: "nodules," and "cysts that are observed in the MRI exam are considered normal in patients with the age of the patient." The device remains implanted.